Manufacturer narrative:
Supplier performed this evaluation. During evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: no visible damage to the sensor or connector; catheter body mashed 62.5 and 64cm from tip of sensor case; the sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 6/24/13. Based on the above evaluation, the supplier was unable to confirm the complaint. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.

Event description:
A follow up report is being filed as new information was received. Event occurred before the catheter was inserted into the patient. I.e. During zeroing process outside of the patient. Initially, surgeon could not zero the catheter in spite of repeated attempts. Monitor displayed "zeroing error". It displayed negative icp value (before inserting into the patient) when the surgeon finally managed to zero the catheter. Hence catheter was not used. There was no delay in surgery greater than 30 minutes. There were no adverse consequences to the patient. Surgeon used a replacement catheter and the monitor was checked with demo catheter and it worked fine.

Event description:
The affiliate reported: during zeroing the catheter, cp catheter not working. (After use on patient). (B)(4) 2014 additional questions have been asked regarding this complaint. It was reported that ¿during zeroing the catheter, cp catheter not working. (After use on patient)¿. Could you please clarify when the event occurred. Typically the zeroing is done prior to implant outside of the patient. Can you please confirm that this is the case and also what actions the surgeon took as a result.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.